Event description:
It was reported that during an implant attempt the first lead was positioned multiple times due to the lead having bad sensing, high thresholds, increased impedances, and a suspected damaged helix. A second lead with the same model number was attempted to be positioned several times with the same issues as the first lead and the helix wouldn't deploy. The physician decided to attempt implanting a competitor lead, but the patient's health status worsened. An echocardiogram diagnosed a pericardial tamponade and an emergency pericardial puncture procedure was performed, the patient was intubated and ventilated, and given medications. The patient was stabilized and taken to the intensive care unit and the implant procedure was discontinued. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.